Event description:
It was reported to philips that the system failed to boot due to defective flexvision pc on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flexvision 2 pc no hdd, coa and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).